Manufacturer narrative:
Citation: seiffert m, et al. Series of transcatheter valve-in-valve implantations in high-risk patients with degenerated bioprostheses in aortic and mitral position. Catheter cardiovasc interv. 2010 oct 1;76(4):608-15. Doi: 10.1002/ccd.22618. Published online 15 june 2010. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding a series of transcatheter valve-in-valve implantations in patients with degenerated bioprostheses in aortic and mitral position. The cases involving degenerated medtronic bioprosthetic valves are described below. Patient no. 2: a 78-year-old male patient with a previously implanted 21 mm medtronic hancock aortic bioprosthetic valve underwent transcatheter valve-in-valve replacement with a 23 mm edwards sapien valve because of valve degeneration at 20 years post-implant. Prior to valve-in-valve replacement, mild-moderate aortic regurgitation and stenosis with elevated gradients were noted. Additionally, the patient had a history of pacemaker implantation, but it is unknown if the pacemaker was placed before or after hancock implant. Patient no. 3: an 88-year-old male patient with a previously implanted 23 mm medtronic hancock aortic bioprosthetic valve underwent transcatheter valve-in-valve replacement with a 23 mm edwards sapien valve because of valve degeneration at 18 years post-implant. Prior to valve-in-valve replacement, decreased ejection fraction, severe aortic regurgitation due to ¿destruction¿ of one cusp, and stenosis with elevated gradients were noted. Patient no. 4: a 73-year-old male patient with a previously implanted 25 mm medtronic hancock aortic bioprosthetic valve underwent transcatheter valve-in-valve replacement with a 23 mm edwards sapien valve because of valve degeneration at 8 years post-implant. Prior to valve-in-valve replacement, poor left ventricular function/decreased ejection fraction, mild aortic regurgitation, and elevated gradients were noted. Additionally, the patient had a history of implantable cardioverter defibrillator (ICD) implantation, but it is unknown if the ICD was placed before or after hancock implant. No unique device identifier numbers were provided. No additional adverse patient effects or product performance issues associated with medtronic product were reported.